Manufacturer narrative:
(B)(4) 2015 a medtronic representative, following-up at the site, reported 5 millimeters was the amount of inaccuracy and the frame was not damaged. The medtronic representative tested the navigation system and confirmed it performed properly. This navigation system has been used in several subsequent procedures without issue.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of 5 millimeters. They were doing a single level fusion and were an hour into the procedure when this occurred. The site was able to re-spin and continue the procedure. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.